Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedural: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. Reason for mesh implantation: menometrorrhagia, stress incontinence and hypermobile urethra anesthesia type: general endotracheal anesthesia procedure (s) performed: laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, posterior repair and tension-free vaginal taping complications post placement: (B)(6) 2005- (B)(6) 2005 ¿ fever, foul smelling vaginal discharge brown in color, difficulty urinating, small bruising of perineum, tender mild erythema of mucosa, vaginal cuff cellulitis, small amount of granulation tissue, urinary retention, chronic urinary tract infection and chronic pelvic pain. CT of abdomen and pelvis. Mesh revision surgery: (B)(6) 2005 ¿ underwent sling release and cystoscopy with biopsies for urinary retention secondary to tension-free vaginal tape, chronic urinary infection, pelvic pain and interstitial cystitis under laryngeal mask airway anesthesia